Event description:
It was reported that a user self-initiated ilet pump therapy without completing required training, leading to excessive insulin use, improper meal announcements including back-to-back and over-announcing, and user-adjusted glucose targets, with reported blood glucose reaching 348 mg/dl and later 181 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with instruction to discontinue pump use and revert to an alternative therapy pending formal training. Investigation included internal clinical review and consultation with training staff. Investigation of this case revealed user error related to operation and use of the device without prior training, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error due to inadequate training.